Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I do not recall where coil was and to have migrated to/migration of essure device location of device: suspected to have migrated further in the tubes, pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia) and vaginal haemorrhage ('abnormal bleeding(vaginal), in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, multigravida, parity 3, c-section and d & c. Concurrent conditions included weight normal and osteopenia. Concomitant products included acetylsalicylic acid (asprin) since 2011, amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2011, budesonide; formoterol fumarate (symbicort) since 2011, calcium since 2011, gabapentin since 2011, hydrochlorothiazide since 2011, hydromorphone since 2011, lorazepam since 2011, mometasone furoate (flonase) since 2016, montelukast since 2011, pyridoxine hydrochloride (b6) since 2011, salbutamol (albuterol), venlafaxine hydrochloride (effexor) since 2011 and vitamin d nos (vitamin d) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), cerebrovascular accident ("stroke"), dysmenorrhoea ("dysmennorhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), migraine ("migraines / headaches"), dizziness ("dizziness;"), feeling abnormal ("brain fog"), amnesia ("memory loss"), paraesthesia ("tingling and numbness in limbs"), anxiety ("anxiety"), depression ("depression"), iron deficiency ("iron deficiency"), thrombosis ("blood clots"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), anaemia ("anemia"), peripheral swelling ("swelling of legs and feet") and arthralgia ("joint pain"). In (B)(6) of 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) of 2011, the patient experienced loss of libido ("loss of libido"), hypersensitivity ("heightened allergies") and furuncle ("boils"). In (B)(6) of 2012, the patient experienced nausea ("nausea"). In (B)(6) of 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) of 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) of 2017, the patient experienced dry eye ("dry eyes"). In (B)(6) of 2018, the patient experienced constipation ("constipation,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), dyspepsia ("heartburn"), fatigue ("fatigue") and hypoaesthesia ("tingling and numbness in limbs"). The patient was treated with surgery (ablation, essure removed by hyst. (Full), salping.(bilateral), oophorectomy (unilateral),lysis of adhesion cys). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, cerebrovascular accident, abdominal pain, urinary tract disorder, paraesthesia, loss of libido, thrombosis, furuncle, fatigue and hypoaesthesia outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hot flush, mood swings, bladder disorder, tooth disorder, dyspareunia, migraine, dizziness, feeling abnormal, weight increased, dyspepsia, constipation, alopecia, arthralgia and nausea had resolved and the amnesia, anxiety, depression, dry eye, iron deficiency, vitamin d deficiency, vitamin b12 deficiency, anaemia, hypersensitivity and peripheral swelling was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, bladder disorder, cerebrovascular accident, constipation, depression, device dislocation, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, furuncle, genital haemorrhage, hot flush, hypersensitivity, hypoaesthesia, iron deficiency, loss of libido, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, peripheral swelling, thrombosis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding. Current weight 153 lbs. 1 coils were visible on the right and 5 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) of 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue., anxiety, vitamin b 12 deficiency, anemia, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event: fatigue, numbness of limbs were added.event: genital hemorrhage and stroke seriousness criteria were removed. Event verbatim were added: migration of essure device location of device: I do not recall where coil was and to have migrated to/migration of essure device location of device: suspected to have migrated further in the tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removed by hyst. (Full), sapling.(bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case was upgraded from other event to incident. Event injury nos replaced with pelvic pain, general abnormal bleeding, abdominal pain and dysmenorrhea (cramping). Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I do not recall where coil was and to have migrated to'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), genital haemorrhage ('general abnormal bleeding') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, multigravida, parity 3, c-section and d & c. Concurrent conditions included weight normal and osteopenia. Concomitant products included acetylsalicylic acid (asprin) since 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011, budesonide;formoterol fumarate (symbicort) since 2011, calcium since 2011, gabapentin since 2011, hydrochlorothiazide since 2011, hydromorphone since 2011, lorazepam since 2011, mometasone furoate (flonase) since 2016, montelukast since 2011, pyridoxine hydrochloride (b6) since 2011, salbutamol (albuterol), venlafaxine hydrochloride (effexor) since 2011 and vitamin d nos (vitamin d) since 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), dizziness ("dizziness;"), feeling abnormal ("brain fog"), amnesia ("memory loss"), paraesthesia ("tingling and numbness in limbs"), anxiety ("anxiety"), depression ("depression"), iron deficiency ("iron deficiency"), thrombosis ("blood clots"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), anaemia ("anemia"), peripheral swelling ("swelling of legs and feet") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced loss of libido ("loss of libido"), hypersensitivity ("heightened allergies") and furuncle ("boils"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced dry eye ("dry eyes"). In (B)(6) 2018, the patient experienced constipation ("constipation,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings") and dyspepsia ("heartburn"). The patient was treated with surgery (abaltion, ablation, essure removed by hyst. (Full), salping.(bilateral), oophorectomy (unilateral) and essure removed by hyst.(full), salping.(bilateral), oophorectomy (unilateral),lysis of adhesion cys). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, cerebrovascular accident, abdominal pain, urinary tract disorder, paraesthesia, loss of libido, thrombosis and furuncle outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hot flush, mood swings, bladder disorder, tooth disorder, dyspareunia, migraine, dizziness, feeling abnormal, weight increased, dyspepsia, constipation, alopecia, arthralgia and nausea had resolved and the amnesia, anxiety, depression, dry eye, iron deficiency, vitamin d deficiency, vitamin b12 deficiency, anaemia, hypersensitivity and peripheral swelling was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, bladder disorder, cerebrovascular accident, constipation, depression, device dislocation, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, furuncle, genital haemorrhage, hot flush, hypersensitivity, iron deficiency, loss of libido, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, peripheral swelling, thrombosis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding. Current weight 153 lbs. 1 coils were visible on the right and 5 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue., anxiety, vitamin b 12 deficiency, anemia, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. New events added: migration of essure device,hot flashes; mood swings, abnormal bleeding(vaginal), menorrhagia, bladder or urinary problems or changes, dental problems, dyspareunia,migraines / headaches, dizziness, brain fog, memory loss, tingling and numbness in limbs, depression, anxiety, dry eyes, weight gain, heartburn, constipation, hair loss, stroke, loss of libido, iron deficiency, blood clots, vitamin d deficiency, b 12 deficiency, anemia,heightened allergies, boils, swelling of legs and feet, nausea, joint pain. Outcome of the previously added events pelvic pain was updated to recovered/resolved. Concomitant drug, concomitant condition, reporter was added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: I do not recall where coil was and to have migrated to/migration of essure device location of device: suspected to have migrated further in the tubes,'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, multigravida, parity 3, c-section and d & c. Concurrent conditions included weight normal and osteopenia. Concomitant products included acetylsalicylic acid (asprin) since 2011, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2011, budesonide;formoterol fumarate (symbicort) since 2011, calcium since 2011, gabapentin since 2011, hydrochlorothiazide since 2011, hydromorphone since 2011, lorazepam since 2011, mometasone furoate (flonase) since 2016, montelukast since 2011, pyridoxine hydrochloride (b6) since 2011, salbutamol (albuterol), venlafaxine hydrochloride (effexor) since 2011 and vitamin d nos (vitamin d) since 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), cerebrovascular accident ("stroke"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), dizziness ("dizziness;"), feeling abnormal ("brain fog"), amnesia ("memory loss"), paraesthesia ("tingling and numbness in limbs"), anxiety ("anxiety"), depression ("depression"), iron deficiency ("iron deficiency"), thrombosis ("blood clots"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), anaemia ("anemia"), peripheral swelling ("swelling of legs and feet") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced loss of libido ("loss of libido"), hypersensitivity ("heightened allergies") and furuncle ("boils"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced dry eye ("dry eyes"). In (B)(6) 2018, the patient experienced constipation ("constipation,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), dyspepsia ("heartburn"), fatigue ("fatigue") and hypoaesthesia ("tingling and numbness in limbs"). The patient was treated with surgery (abaltion, ablation, essure removed by hyst. (Full), salping.(bilateral), oophorectomy (unilateral) and essure removed by hyst.(full), salping.(bilateral), oophorectomy (unilateral),lysis of adhesion cys). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, cerebrovascular accident, abdominal pain, urinary tract disorder, paraesthesia, loss of libido, thrombosis, furuncle, fatigue and hypoaesthesia outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hot flush, mood swings, bladder disorder, tooth disorder, dyspareunia, migraine, dizziness, feeling abnormal, weight increased, dyspepsia, constipation, alopecia, arthralgia and nausea had resolved and the amnesia, anxiety, depression, dry eye, iron deficiency, vitamin d deficiency, vitamin b12 deficiency, anaemia, hypersensitivity and peripheral swelling was resolving. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, arthralgia, bladder disorder, cerebrovascular accident, constipation, depression, device dislocation, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, furuncle, genital haemorrhage, hot flush, hypersensitivity, hypoaesthesia, iron deficiency, loss of libido, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, peripheral swelling, thrombosis, tooth disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding. Current weight 153 lbs. 1 coils were visible on the right and 5 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue., anxiety, vitamin b 12 deficiency, anemia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.